Event description:
The customer reported "the unit lost the ability to ferguson or reverse ferguson." Ferguson is a radiographic positioning term. The field engineer noted "l-arm motor is not driving the l-arm". On this system, the l-arm is a motorized feature. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the drive pin and limit switch and tested the operation of the l-arm. System is now operating properly.